Event description:
It was reported the patient experienced an issue where there was a disconnect so she had a revision and an extension was added. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3708120, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ extension. Product ID 3708120, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ extension. (B)(4).